Manufacturer narrative:
On 11-feb-2016, an fse conducted on-site follow-up with the customer. The fse could not duplicate the noises, but cleaned and lubricated the sample nozzle, z-axis guide rod and instructed the customer on how to do the same. The instrument returned to normal operation. The most probable cause of the reported event was due to a dirty z-axis rod. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review under CAPA-(B)(4).

Event description:
On (B)(6) 2016, a customer reported grinding noises from their g8 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.